Manufacturer narrative:
(B)(4).

Event description:
It was reported that the scope was dark and they could not see through it. A backup scope was available to complete the procedure without delay. No patient impact was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was dark and they could not see through it. A visual inspection was performed and showed the scope to have distal tip damage with a sand blast finish on the scope. This scope should not have a sand blast finish. No manufacturing related defects were observed. No further investigation is required. (B)(4).